Event description:
It was reported that (1) hp053 was used with the lcsc5 during a lap nissen fundoplication. It was reported by the rep that the lcsc5 shears started working and then stopped. The surgeon tried test tip and it did not work. The surgeon had to wait thirty minutes until rep could bring him a replacement and non luke handpiece. There was no consequence to pt. 10/5/00 it was reported by the rep the or time was extended 30 minutes.